Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient stoped responding to sound since (B)(6) 2018. No h/o accident or injury. No h/o any kind of swelling or redness on implant site. No other medical problems reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient stoped responding to sound from (B)(6) 2018. No reported accident or injury. No kind of swelling or redness on implant site. No medical problems reported. The recipient was re-implanted.